Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37651, serial# (B)(4), product type recharger. Analysis found that the recharger was damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient's charger did not have any bars, and it didn't power up. The patient stated they called the manufacturer and were told to further contact their doctor. They had scheduled an appointment with the doctor on (B)(6). They called the doctors office again due to uncontrollable shaking. Then the rep was in the doctor's office (B)(6) and made adjustments to the patient. They were completely disconnected and had to be reconnected. The unit failed the next monday and contacted the manufacturer. When asked if the issue had resolved the patient stated "a new unit was received on aug 27, 2018." There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller said their insr won¿t connect with the implant and at first they said ¿it had been happening gradually for the last month or so and the last week it hasn¿t worked at all.¿ the caller said the dtc felt secure. The caller then told them that the patient started seeing the reposition antenna screen ¿over the past weekend.¿ ((B)(6) 2018) and they said it had been about a week since they were able to charge their ins and hadn¿t been getting therapy for ¿at least a week or maybe a week and a half¿ ((B)(6) 2018). It was asked if the patient was able to connect with the patient programmer and the caller then got out the programmer and put new batteries in. They reported that the patient was not able to power on the patient programmer even though they just put in new batteries. They stated ¿I think they were defective from the beginning.¿ it was asked what they meant by that and the caller then said that they think the patient gets ¿shocked¿ whenever they use their controller. The caller said that the patient ¿was getting shocked from it as soon as they got the implant ((B)(6) 2017). Whenever they used the controller this happened, so they never used the controller. The caller then said that ¿the rechargeable one had been horrible¿ the one they had before had worked much better. The caller said that the rep came to the patient¿s house shortly after the implant ¿because it wasn¿t working right.¿ the caller said that the doctor made the rep come to the house and ¿they checked everything out and it was working but since then nothing had worked.¿ the caller was very vague. It was asked for more clarification and then they said that ¿the recharger worked until 2 weeks ago.¿ the caller then got more specific and said that ¿it never really solved their problem, it never worked well enough that the shaking tremors were controlled. When they went back to the doctor about 6 weeks prior they adjusted it and then 2 weeks ago the actual device stopped working properly. The caller said the main issue was that the stimulator hadn¿t helped the patient¿s symptoms like the previous stimulator did. The insr was not able to communicate with the ins. The patient services agent explained to the caller that the issue with their equipment was most likely due to the patient being overdischarged, and they must follow up with the hcp to get it out of the overdischarged stated. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial#: (B)(4), product type: recharger. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the patient was still experiencing poor coupling and poor communication. Patient wife states the patient met with the rep because patient was having issues with the insr and stated that the insr was not charging the ins. Patient stated that when he tried to charge the ins the screens were not functioning right. Patient reported he would start a charging session, and one screen came up but then 4 different screens popped up and none of them indicating charging. Patient does not recall what screens were stated but one was the reposition antenna screen. Patient then stated he called about this issue and was redirected to follow-up with the healthcare provider. Patient reported the ins had not been charged for 3 weeks. Patient's wife said the patient was shaking so bad because the ins had not been charged in 3 weeks. Patient then stated that the rep charged the ins at the hcp's office and when he left the office, everything was working fine. Patient also noted that the rep checked and made sure that the wires and stimulator were good. Patient's wife stated the insr is currently powering on but reported poor coupling, 2 boxes and reposition antenna screen. Patient states the insr screen was blank on sunday and on saturday he had poor coupling, 3 boxes, when trying to charge the ins. Patient's wife then stated she call the rep today and was redirected to replace the insr. Recharger has poor coupling and reposition antenna screen and recharge will not power on and rep told him to have it replaced/pt feels the cable on desktop charger is bad as well. A replacement insr and dtc were sent to the patient.